Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4111 and 4114. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. The reported device was not returned yet the reported event was confirmed as a fractured implant collar was identified during evaluation of the provided x-ray. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number could not be conducted for the unk 4.7 zb implant as no device information was provided. The reported event could not be recreated due to the nature of the dental device and event. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are related to overloading and parafunction over the course of 12 years implantation as the patient suffered from clenching and wore a nightguard daily. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device location unknown.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Lot number unknown / not provided. Unique identifier (UDI) number and expiration date unknown. Fax number unknown / not provided. PMA/510(k) number not available. Device manufacture date not available. Location of device unknown.

Event description:
Doctor noted a rim failure of the implant as a small fragment broke off of the implant and the implant was removed. Symptom as a result of the event: pain. Tooth location #18.